Event description:
It was reported that when a pre-test was performed to insert a foley catheter for urinary catheterization in the operating room, sterile water did not drain out.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that when a pre-test was performed to insert a foley catheter for urinary catheterization in the operating room, sterile water did not drain out. Per additional information received via ibc on 07nov2025 stated that, when performing a pre-test to insert a catheter for urinary catheterization in the operating room, sterile water did not come out, so when the syringe was pushed in too deeply, it became locked and could not be removed.

Manufacturer narrative:
The reported event could not reproduced during investigation and the returned device functioned as intended. While the event remained unconfirmed, the issue is understood to be associated with syringe engagement, and there is no evidence of catheter failure. CAPA#13490418 was opened to documented the investigation. The root cause for this failure, per CAPA 13490418, is sufficient guidance in IFU on the method for securing the connection between the valve and syringe during catheter deflation. Risk review, labelling review, and DHR review are not required as event has already being investigated per CAPA 13490418. A DHR review was conducted as part of CAPA 13490418 to confirm the device met all applicable manufacturing requirements. The device manufacture date is not being provided as it is not required to address the scope of this investigation conclusion." Refer to CAPA 13490418 for further details. Correction: d,f,h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.